Manufacturer narrative:
Subsequent event details provided state that the leak occurred between the injector and the syringe. Manufacturer report # 3003152976-2025-00692 is to be void. The updated event is captured in manufacturer report # 3003152976-2025-00691.

Manufacturer narrative:
Initial MDR, if a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
Event details: I have a customer who used a connector earlier and it leaked. Per customer response: the leak occurred between the transfer injector and the luer lock syringe. Was the device being used in/on patient when the issue occurred? I believe so, yes. Was patient or user harmed? If yes, please explain ¿ not that I am aware of. Was the hcp present when the issue occurred? Yes. If leakage occurred, please confirm the fluid that leaked. Vinblastine. Was additional medical intervention/medication required? If yes, not that I know of.